Event description:
A customer reported that their t:slim x2 pump battery would not charge, despite attempts using different wall adapters and charging cables, as well as leaving the device connected to a working outlet. There was no adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections (mdi) as a backup insulin therapy method.